Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the endoscope was loose, it kept flipping. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the findings confirmed but did not replicate the customer reported event. Error 45311 was seen during system log review confirming the issue occurred in the field. Additional observation not reported by site: the endoscope housing was visually inspected and found with shaft mechanical damage and cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found damage and fluid inside integrated connector. The endoscope cable integrated connector was visually inspected and found corrosion. The system log was reviewed and found 45311 error. Then camera module integrity was tested by apply heat to distal tip ~55° c and the result was that camera module and it passed. Integrated connector was disassembled to perform a visual inspection at start printed circuit assembly (pca) and found components with corrosion/moisture confirming that cable connector had fluid inside and when dries may cause a failure. The probable root cause of the customer reported complaint could not be determined since the issue was not replicated during failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.